Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock became loose during use. Additionally, it was reported that there was air bubbles in the tubing. The customer disconnected from the site, re-screwed the luer lock and performed fill tubing to get rid of air bubbles introduced to the tubing from the disconnected luer lock. There was no information provided regarding the customer's blood glucose level.